Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred while at room temperature. The alarm was successfully cleared and did not reoccur. It was also reported that the customer received a power source alert when plugged into the wall adapter. The pump was able to be charged with an alternate wall adapter. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was 230mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.